Event description:
Customer reported test strip expiration and information on the vial does not match the information on the test strip box. No treatment. A request was made for return product and replacement product was sent.